Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd). A request was made to have the device data analyzed by technical services (ts) however no device data was provided. This investigation will be updated when further information becomes available. No adverse patient effects were reported.